Manufacturer narrative:
This device was manufactured before the UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing including impedance calibration testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The monitor board will be replaced as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device restart/reboot itself multiple times. Complainant did not indicate that there was any patient involvement in the reported malfunction.